Event description:
Caller reported an issue related to a time discrepancy in their device. There was no adverse impact to the customer¿s blood glucose level. Customer received assistance updating the pump time and was advised to monitor the situation and follow up if the problem persists.